Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for device check. Upon interrogation, the implantable cardiac monitor exhibited undersensing r waves. No intervention was performed. The issue was only observed during device interrogation. The issue was resolved on its own and didn¿t reoccur. The patient was stable.